Event description:
A us distributor returned a monitor and reported monitor will not power up.

Manufacturer narrative:
Device evaluation of the monitor was completed. The reported problem (service code 2484) was duplicated. This service code indicates that a persistent problem associated with the hvp could not be corrected automatically. This error could result from a problem with either the scp or the hvp as well as the circuitry allowing them to communicate with each other. In this case, the defib capacitor was defective. As a result, the entire monitor should be replaced. The root cause of the service code 2484 was a defective defib capacitor. No adverse event resulted from the damaged monitor.